Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with sensor discrepancies. The customer did not have the sensor in her body. The customer's blood glucose level at the time of the incident was unknown. The customer also reported that their blood glucose would run low. They had experienced a low blood glucose level of 40 mg/dl and it would not alert the low blood glucose. The customer was advised not to calibrate when the blood glucose value is off from the sensor glucose value. The device will not be returned for analysis.